Manufacturer narrative:
Date returned to manufacturer unknown. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
It was reported that bd vacutainer® edta 2k tubes were deformed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.